Event description:
It was reported that the patient underwent tram flap procedure on (B)(6) 2014 and suture was used. During the procedure, as the needle was passed through breast tissue, the needle came away from the suture and dropped into the patient¿s wound. Due to the very small size of the needle, it could not be found. The procedure was completed with a like device. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Representative samples were returned for evaluation. The samples were functionally inspected and the samples met the requirements.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.